Event description:
The complainant reported that during the clinicians' therapeutic implant of a vaxcel implantable port in a female pt, the peel-away sheath broke apart and almost disintegrated. The clinicians were able to remove all pieces of the sheath, with no pieces left in the pt. The clinicians obtained another sheath and successfully implanted the port. There was no adverse affects on the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as it was implanted in the pt; therefore, a physical evaluation will not be performed. We are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.